Manufacturer narrative:
This lot was manufactured february 8, 2017 - february 9, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a large volume folfusor. The pump was filled with fluorouracil 5750mg and nacl 0.9%. The total volume was 200ml, and the expected infusion time was 100 hours. There was no patient involvement. No additional information is available.